Event description:
User facility reported device was in use with pt. According to reporter during extubation (removal from use) the device cuff was found to have broken but remained inflated. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.